Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Upon review of the transmission, it was noted that the right atrial (ra) lead exhibited oversensing of noise which resulted in pacing inhibition. The ra lead was ultimately capped and replaced on (B)(6) 2023 during a scheduled lead revision procedure. The patient was stable post-procedure..